Event description:
During an open reduction internal fixation procedure, the surgeon had placed one screw into the plate. As he inserted the second screw to the bone, the screw head broke off. The surgeon attempted to remove the screw shaft and was unsuccessful. The surgeon removed the plate and implanted a longer plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.